Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had premature battery depletion. It was noted that the device had less than one month estimated longevity from giving the patient appropriate therapy. It was suspected that the high left ventricular (lv) output and thresholds likely caused the premature battery depletion. Additionally, it was further reported that the patient had syncope associated with ventricular tachycardia. It was noted that the patient was walking and had a sudden onset of syncope. There was no warning sign whatsoever. The patient suddenly found themselves on the ground. At the time the patient was unaware of the implantable cardioverter defibrillator (ICD) therapy shocks. The symptoms were sudden and rapid in onset. Lasted for less than three minutes. The patient was noted on remote monitoring to have had an episode of ventricular tachycardia, successfully stopped with a single defibrillation. The remote transmission also indicated that the device at that time was near eri (elective replacement indicator) with approximately one month longevity remaining. The device remained in use but plans for replacement of the device during hospital stay were made. The device was explanted and replaced the following day. It was noted that the patient refused a left ventricular (lv) lead revision. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.